Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Per literature review, it was reported: in this single center center, 57 consecutive patients who underwent catheter ablation procedures concomitant with mitral isthmus (mi) ablation for the treatment of atrial fibrillation (af) and atrial tachycardia between june 2020 and january 2022 were retrospectively analyzed. In all patients, extensive bilateral pulmonary vein (pv) isolation and left anterior (la) posterior wall isolation with the creation of linear lesions in the la roof and floor line were performed using an intellanav mifi oi open-tip irrigated catheter or a non-boston scientific (bsc) catheter. Radiofrequency (rf) energy was initially applied to the endocardial mi using the dragging catheter technique during coronary sinus (cs) bipole pacing at a cycle length of 600 ms with bsc's 3-dimensional rhythmia mapping system or a non-bsc mapping system. A linear endocardial lesion was created from the lateral mitral annulus to the left inferior pv orifice. When the cs potentials still demonstrated early activation despite a significant delay in or the abolishment of the endocardial la potential, cs ablation was performed. Cardiac tamponade was observed during endocardial mi ablation in 1 patient and pericardiocentesis was required. Kawaguchi, naohiko, et al. "Effect of radiofrequency and ethanol ablation on epicardial conduction through the vein of marshall: how to detect and manage epicardial connection across the mitral isthmus." Heart rhythm, vol. 19, no. 8, 2022, pp. 1255-1262,